Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they allege insulin pump was under delivering and also they experienced high blood glucose. The customer¿s blood glucose level was 209 mg/dl to 188 mg/dl. Customer stated they experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. Customer was using auto mode. The insulin pump will be returned for analysis.